Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -patient reports: trouble with walking, cramping at night, and pain with feeling like it is going to lock up. Additionally reports elevated ion levels. Doi: (B)(6) 2007 - dor: none reported (left hip). Update (B)(4) 2012- medical records received. There is no new additional information that would affect the investigation. Update (B)(4) 2012- cd with x-rays was received. The complaint has been reopened. There is no new information at this time that would change the outcome of the MDR decision. Update (B)(4) 2013- cd with x-rays was received. Update: (B)(4) 2013 - litigation papers received. The MDR decision has been reversed and liner and head reported. Update has been electronically attached to the complaint document.

Manufacturer narrative:
Update: the devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes z4gcb1000, 2452318, and bx5ev1000. A search of the complaint database finds additional reported incidents against lot code 2401868 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 9/15/14- sales rep reported revision surgery. Patient was revised to address pain. The information received does not change the MDR decision.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.